Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin's gauge was inaccurate. The customer loaded a new cartridge to resolve the issue. The customer¿s blood glucose level was 200-250 mg/dl.